Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). It was reported that a patient underwent posterior lumber interbody fusion l5/s surgery on (B)(6) 2016. One week post-operative x-ray examination showed disconnection of set screw from the polyaxial screw in left l5. The patient went through revision surgery as a result. On (B)(6) 2016 the patient went through a revision surgery. During the procedure the removal of the set screw disconnection from left l5 was performed. The rod in the left side was replaced. The polyaxial screw in the left l5 was not removed, the brand new set screw could be connected with no abnormal resistance and noise. Two med watch reports filed for this incident included: 3005673311-2016-00182, 3005673311-2016-00183.